Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was 26 mmol/l. The customer is trying to treat with pump but it can't past motor error/no delivery alarms. The customer stated the drive support cap appears normal and device was not exposed to high magnetic field. Customer didn't report an e70 alarm. The customer was able to rewind and prime pump without any issues/alarms. The customer was advised to call helpline when her blood glucose was back normal and troubleshoot for motor error and no delivery alarm.